Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, intra-op, a driver was broken during l5 screw insertion and fragment was stuck in the screw. L5 screw was removed to retrieve the fragment. A driver was also broken during removal. The drivers came in contact with the patient. No fragment of the device remained inside the patient. No patient complications were reported. Dr comment: inserting large diameter screw to hard bone probably caused the event, abnormal torque was not felt though. The surgical time was extended 16-30 min as a result of the event. Initial surgery date: 2010. Levels implanted were th10/s with implant 5.5/6.0 second surgery date: unknown. The 4.75 screws were removed, and the screws were removed and replaced with 4.75. Levels implanted were l3/4. Third surgery: the fixation was made at th12/s2 with 5.5/6.0. The tip of a multi axial screw driver broke while surgeon was inserting 9.5mm screw at left l5. The driver got broken when the screw was inserted about 80%. The surgeon commented at the time of insertion that the bone purchase was good. The locking system of the driver was also broken. The surgeon removed the screw and tried to insert a new 9.5mm screw again, but while removal the tip of a ball end driver got broken as well. Fragments from the breakages were not remained in the patient. The surgery was completed with 8.5mm screw inserted. Reason for the revision surgery: screw loosened due to uncompleted bone fusion.